Event description:
It was reported a non-sterile demo sample kit was requested from ask. The product sample shipped to the facility to display/be shown to providers. The product inadvertently was placed on a cvc cart and used by a provider. The catheter was placed into the patient's internal jugular in the intensive care unit. The provider remarked there was a picture of lidocaine in the kit instead of a vial of lidocaine. They were unaware the sample was a demo kit. There was no patient death reported. The provider says that "not for human use" was not stamped on the kit and he used it.

Manufacturer narrative:
(B)(4). The device will not be returned.